Event description:
During implantation, the patient was induced using shock on t. The first attempt to bring the patient out using 26j did not work. An external shock was then used, which brought the patient out of arrhythmia, but the device lost telemetry and they were unable to interrogate the device. The patient was implanted with a dual chamber ICD.